Event description:
It was reported that this pacemaker system stored inappropriate atrial tachy response episodes due to noise oversensing. The health care professional reported noise observed was electromagnetic interference during radiation therapy. Technical services advised all device measurements are within normal limits. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.